Event description:
Customer reportedly obtained a result of 652 mg/dl on the device. This result was not found in the device memory when troubleshooting with the manufacturer. Customer reportedly received a result of 189 mg/dl after the result of 652 mg/dl. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.